Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, (B)(6) 2011, patient underwent following procedure: 1. Placement of right subclavian central venous line for intravenous access and administration of fluids and blood products. 2. Bilateral l4-5 and l5-s1 laminotomies, facetectomies and diskectomies. 3. Transforaminal lumbar interbody fusions at l4-5 and l5-s1 with allograft, cortico-cancellous bone grafts. 4. Posterolateral fusion from l4 to s1 with rhbmp-2/acs bone graft; autogenous, local, morselized bone graft; plus allograft, cancellous bone graft. 5. Segmental fixation from l4 to s1 with sintea plustek pedicle screws and rods. 6. Intraoperative neuromonitoring per synaptic resources with live, real-time reading per dr. (B)(6). 7. Repair of arachnoid outpouching through dural defect in the left s1 nerve root with 6-0 prolene suture. Pre-op and post-op diagnosis: 1. Degenerative lumbar disk disease at l4-5 and l5-s1 2. Herniated nucleus pulposus at l4-5 and l5-s1 3. Lumbar spinal stenosis at l4-5 and l5-s1 4. Intractable low back pain with associated right lower extremity pain 5. Hypertension 6. Post-traumatic stress disorder 7. Depression 8. Chronic insomnia as per operative notes: ".. The interspaces at l5-s1 and l4-5 were enlarged from an initial height of 9 mm to a final height of 12 mm. I then shaped allograft, cortical-cancellous bone grafts into lordosis to fit the interspaces at l5-s1 and l4-5. These grafts initially measured 10 mm in height by 20 mm in length and 10 mm in width. Final radiographic assessments showed satisfactory alignment of the pedicle screws and the interbody bone grafts. I then placed sheets of rhbmp-2/acs bone graft in the posterolateral regions followed by autogenous, local, morselized bone graft and a small amount of allograft, cancellous bone graft. There was a bleb of arachnoid which was protruding through the lateral aspect of the left s1 nerve root without associated spinal fluid leak. I repaired the dura in this area with a single 6-0 prolene suture in a figure-of-eight closure. The patient was then taken to the recovery area in stable and satisfactory condition where he was noted to move both lower extremities in a normal fashion on command. "

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.